Event description:
Procedure type: urological/gynecological. According to the reporter, the patient suffers pain and injury.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown pelvicol".